Event description:
It was reported that an occlusion alarm occurred, which led to a visit to the emergency room and subsequent admitted to the intensive care unit (ICU) with a blood glucose (bg) level of <500 mg/dl with ketone levels deemed dangerous by healthcare provider. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 3 days later, (B)(6) 2025 with the issue resolved and no permanent damage. Customer took corrective actions by changing the infusion set and cartridge, and resuming insulin.